Event description:
Report received of an independent rate change. The pump was programmed to deliver aminophylline 1 gram in 250ml of normal saline at 8ml/hr. The customer contact could not recall if the solution was on the primary or secondary line of the pump, or if a second solution was infusing. Reportedly, the nurse found the pump infusing at 75ml/hr and not the intended 8ml/hr. The nurse estimated that the solution had infused at 75ml/hr for approximately 3.5hours. The patient experienced tachycardia, nausea, and vomiting. The doctor was notified. The patient was transferred to a monitored bed on the telemetry unit and received 2 bottles of activated charcoal, orally, to absorb the theophylline. At the time of the event, the patient's theophylline level was reported to be 39.1 ug/dl. The level returned to baseline the next day. The therapeutic range is 8-20 ug/dl. The patient also had a series of ECG's to monitor their tachycardia. The event prolonged the patient's hospital stay by 2 days. There was no adverse sequelae. Though requested, there was no further information available.